Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C69251-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day". The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), abdominal distension ("bloating"), bladder disorder ("bladder / urinary problems: bladder problems"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraine"), headache ("headache"), gastrointestinal disorder ("gi conditions"), memory impairment ("forgetfulness") and post procedural infection ("complications during removal surgery: infection") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral, oophorectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, back pain, menorrhagia, vaginal discharge, abdominal distension, bladder disorder, fatigue, nausea, migraine, headache, weight increased, weight decreased, gastrointestinal disorder and memory impairment had resolved and the allergy to metals, psychological trauma and post procedural infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, memory impairment, menorrhagia, migraine, nausea, pelvic pain, post procedural infection, psychological trauma, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping),dyspareunia, back pain, menorrhagia, psych injury, fatigue, nausea, migraines, headaches, weight gain, weight loss, gi conditions, bloating, forgetfulness. Trailing coils- left- 2. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test (unspecified) showed bilateral occlusion. Concerning the injuries reported in this case, the following event was described in patient's medical record medical device monitoring error. The lot number reported (c69251) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C69251-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day". The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), abdominal distension ("bloating"), bladder disorder ("bladder / urinary problems: bladder problems"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraine"), headache ("headache"), gastrointestinal disorder ("gi conditions"), memory impairment ("forgetfulness") and post procedural infection ("complications during removal surgery: infection") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral, oophorectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, back pain, menorrhagia, vaginal discharge, abdominal distension, bladder disorder, fatigue, nausea, migraine, headache, weight increased, weight decreased, gastrointestinal disorder and memory impairment had resolved and the allergy to metals, psychological trauma and post procedural infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, memory impairment, menorrhagia, migraine, nausea, pelvic pain, post procedural infection, psychological trauma, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping),dyspareunia, back pain, menorrhagia, psych injury, fatigue, nausea, migraines, headaches, weight gain, weight loss, gi conditions, bloating, forgetfulness. Trailing coils- left- 2. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test (unspecified) showed bilateral occlusion. Concerning the injuries reported in this case, the following event was described in patient's medical record medical device monitoring error. The lot number reported (c69251) is not valid. Most recent follow-up information incorporated above includes: on 27-aug-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C69251) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day". The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), abdominal distension ("bloating"), bladder disorder ("bladder / urinary problems: bladder problems"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraine"), headache ("headache"), gastrointestinal disorder ("gi conditions"), memory impairment ("forgetfulness") and post procedural infection ("complications during removal surgery: infection") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral, oophorectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, back pain, menorrhagia, vaginal discharge, abdominal distension, bladder disorder, fatigue, nausea, migraine, headache, weight increased, weight decreased, gastrointestinal disorder and memory impairment had resolved and the allergy to metals, psychological trauma and post procedural infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, memory impairment, menorrhagia, migraine, nausea, pelvic pain, post procedural infection, psychological trauma, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping),dyspareunia, back pain, menorrhagia, psych injury, fatigue, nausea, migraines, headaches, weight gain, weight loss, gi conditions, bloating, forgetfulness. Trailing coils- left- 2. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test (unspecified) showed bilateral occlusion. Concerning the injuries reported in this case, the following event was described in patient's medical record medical device monitoring error. Most recent follow-up information incorporated above includes: on 13-aug-2020: mr received- event "essure and ablation performed on same day", lot number, reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), abdominal distension ("bloating"), bladder disorder ("bladder / urinary problems: bladder problems"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraine"), headache ("headache"), gastrointestinal disorder ("gi conditions"), memory impairment ("forgetfulness") and post procedural infection ("complications during removal surgery: infection") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral, oophorectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, back pain, menorrhagia, vaginal discharge, abdominal distension, bladder disorder, fatigue, nausea, migraine, headache, weight increased, weight decreased, gastrointestinal disorder and memory impairment had resolved and the allergy to metals, psychological trauma and post procedural infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, memory impairment, menorrhagia, migraine, nausea, pelvic pain, post procedural infection, psychological trauma, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia, back pain, menorrhagia, psych injury, fatigue, nausea, migraines, headaches, weight gain, weight loss, gi conditions, bloating, forgetfulness. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: essure confirmation test (unspecified) showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: previously reported event of injury was replaced with pelvic pain. New events added abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), nickel allergy, psych injury, vaginal discharge, bladder problems, fatigue, nausea, migraines, headaches, weight gain, weight loss, gi conditions, bloating, forgetfulness, complications during removal surgery: infection. Outcome of pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), fatigue, nausea, migraines, headaches, weight gain, weight loss, gi conditions, bloating, forgetfulness. Essure removal date and procedure were added. Laboratory data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.